Manufacturer narrative:
UDI - the corresponding lot is not subjected for UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter name - (B)(4). Device manufacture date - 04/12/18 ~ 04/13/18. The actual device and (B)(4) unused samples were returned to the manufacturing facility for evaluation. Visual inspection of the actual sample verified that the needle was completely snapped off from its hub. The snapped portion was closely verified with no major scratches or rust to potentially degrade overall strength of the needle was observed. The needle-body and the snapped portion was visually confirmed to be bent. Furthermore, the cross section of needle was deformed. Our verification of the needle damage has shown the following observations. Both needle-tube and snapped portion were confirmed to be physically deformed. Adhesive glue was partially scraped. The needle is presumed to be bent once at hub, and then snapped off as consequence. Visual inspection of unused samples was also conducted and no scratch or physical deformation were observed. Furthermore, physical shape of the entire needle was also closely verified and it was confirmed to be within standard. As a result, no irregular finding was observed. Every criterion was checked through methods and complied "fracture tolerance" regulated by iso standards and every category has fulfilled the requirement. As a result of our verification, the concerned needle type was confirmed to fulfill above requirement. A review of the manufacturer inspection record for the reported lot was traced back and reviewed with no irregular findings. As a result, no similar event was noted in the record. Another visual inspection of the product, which was periodically performed while the concerned lot was being manufactured, also indicated of no irregular findings to attribute needle scratch or bent. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "do not change the angle of the pen after penetrating the skin in order to avoid breaking of the needle. In case the needle broke off and remains in the body, please contact immediately a doctor". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that a nanopass needle was damaged and a piece of needle fragment was kept remained under the skin, after a successful self-insulin injection that was done by the hospitalized patient. The fragment of needle was pinched and immediately removed successfully by the patient. It was reported that no health injury was suffered by the patient.